Manufacturer narrative:
Initial and final MDR 1912463 - MDR 3003442380-2024-14284 - device 3 of 4.

Event description:
Unomedical reference number (B)(4) event occurred in the united states. It was reported that patient faced 4 infusions sets fell off events on 17-april-2024, 29-april-2024 and 08-may-2024. The set was in use for 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.